Event description:
During an incident on 03/27/2000 involving a male pt in cardiac arrest, this defibrillator prompted "low battery" and shut down with both of their batteries. An ems crew arrived and used their defibrillator for pt treatment. Other treatment at the scene included oral airway, bvm with o2 and CPR.